Event description:
A malfunction on the customer's insulin pump was reported. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.